Event description:
It was reported that the infusion device triggered the error message e-4 several times over two days to inform the user about an occlusion. The cartridge and the infusion set were replaced, but the issue persisted resulting in a ketoacidosis with a glucose level around 530 mg/dl. The patient was admitted to hospital and received an unknown treatment. At the time the issue was reported, the patient was still in hospital with hyperglycemia, but stabilized.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.